Event description:
It was reported that during the procedure for treatment of a de novo stenosis in the proximal circumflex artery, pre-dilatation was performed using a 2.0x12 trek balloon. A 2.5x24 non-abbott stent was successfully deployed. A 2.5x15 trek catheter was advanced without resistance and used for dilatation. The catheter was withdrawn from the anatomy without resistance. A 2.5x14 non-abbott stent delivery system (sds) was advanced for treatment of the proximal lesion; however, strong resistance was felt inside the non-abbott 7f guide catheter. The guide wire, guide catheter and stent system were removed from the anatomy as a single unit. Outside of the anatomy, 25cm from the tip of the 2.5x15 trek catheter was found separated inside the guide catheter. There was no separated segment inside the anatomy. A new guide catheter was placed and a 2.5x14 non-abbott stent was successfully deployed. The final patient outcome was good and there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: 7f (cordis) xb 3.5; stent: biomatrix 2.5 x 24, 2.5x14. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.